Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that the patient received an inappropriate shock due to supra ventricular tachycardia (svt). Programming changes were made, and the issue was resolved. The patient was stable post interrogation.